Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (2gm, every 5th day, intraperitoneal, ongoing) and injection ceftazidime (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and is recovering from peritonitis. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that the patient was treated with ciporfloxacin (500mg twice a day, orally, discontinued). It was reported that on an unknown date, the patient was discharged from the hospital and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.